Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "interference/noise". The lifetime ventricular sensing integrity counter is 371, but the first count was on (B)(6) 2007 two years after implant. This count occurred over six days time. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that the right ventricular lead was oversensing and may have fractured. It was later reported that there was an impedance decrease, low impedance, and a lead insulation problem. The lead was capped and replaced. During the replacement procedure, a failed attempt was made to implant a lead into the coronary sinus branch. The lead was not implanted. No patient complications were reported as a result of this event.